Event description:
It was reported that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device was implanted. Several recaptures of the closure device were performed prior to release and a 3mm gap on the limbus side of the closure device was noted. A few hours post procedure, the patient became acutely delirious and it was noted by neurology that the patient experienced an embolic stroke in the right cerebellum via computed tomography (CT). The patient was recovering from the event and was discharged to a transitional care unit six days post implant.

Manufacturer narrative:
B5: describe event or problem - updated.

Event description:
It was reported that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device was implanted. Several recaptures of the closure device were performed prior to release and a 3mm gap on the limbus side of the closure device was noted. A few hours post procedure, the patient became acutely delirious and it was noted by neurology that the patient experienced an embolic stroke in the right cerebellum via computed tomography (CT). The patient was recovering from the event and was discharged to a transitional care unit six days post implant. It was further reported that as on (B)(6) 2022 the patient was well oriented, no longer confused, and expected to make a full recovery.